Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (health effect ¿ impact codes).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site city : (B)(6).

Event description:
It was reported by customer that during routine test of the cs100 intra-aortic balloon pump (iabp) had a leak in iab circuit. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review the record was determined as a valid complaint. Kindly disregard the previous rationale. A supplemental report will be submitted upon completion of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, e1, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to reproduce the reported issue. Preliminary inspection found that the safety disk is more than 2 years old. Checked the safety disk leak test and found that the test failed. The leak value exceeded the initial specified value. Replaced the safety disk (0997-00-0985-01) and tested the machine. It is now functioning normally. Leak check results are normal. Reopened as part of CAPA 1357192 to process the records as a valid record. Upon review of this cancelled complaint, it was determined that the record is a valid record. The repair information was provided. (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review, it was determined that the reported event involved safety disk that has exceeded it's life span and it occurred during routine check. No patient was involved. Hence, it is not a valid complaint and is not considered a serious event. As a result, no follow up emdr is necessary. Please cancel in your database.